Event description:
2 dexcom sensors fell off within 24 hours of using. Dexcom refuses to replace. I have a tslim pump and no issue with adhesive. Now I am short 20-day supply. I used their over patch and followed all instructions. It was very humid in new england and the adhesive didn't hold up. Pt code: 4582. Device codes: 1068. Reference report: mw5173828.